Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin did not push out through the tubing, reservoir issue, spent 4 reservoirs no insulin flow block alerts noted but insulin does not push out of the tubing. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.